Event description:
It was reported that the physician questioned the longevity of the implantable cardioverter defibrillator (ICD) as the device was replaced in less than 4 years. It was also reported that the right ventricular (rv) lead had high impedances and the left ventricular (lv) lead had an increasing threshold. Under fluoroscopy the lv lead was noted to have moved from its original implant position and is currently just within the target vessel. The device was explanted and replaced and the leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned, analyzed and analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. The device projected to last 63% of its expected longevity. Performance data collected from the device was analyzed and revealed that there was oversensing (B)(4) with 1 - vf=180 ms average v-cycle on (B)(6) 2010 20:15:12, and the battery voltage (B)(4) was pre/approaching eri where the weekly battery voltage trend data shows min bat=2.9 to 2.65 volts between (B)(6) 2012, which is before device rrt <= 2.62 volt.